Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dermatome was chopping. The event occurred during surgery and no harm or delay was reported. The dermatome was not performing well and was replaced with a new dermatome. No patient injury occurred. An additional unplanned graft was not taken. No case details were provided. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on august 21, 2018, it was reported that the dermatome was chopping. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1/2/3/4 inch width plates, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was october 25, 2017 where it was reported that the device needed preventative maintenance and the bearings were replaced. This is not a related issue. Product review of the air dermatome on november 2, 2018 revealed that the 2 inch and 4 inch width plates were dinged. The hose did not leak but was difficult to attach to the hand piece. The head, neck, and hand piece were all worn and dinged. The calibration was out of specifications at the zero setting only. The motor speed was within specifications and the control bar was in the correct position. Repair of the air dermatome has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was non-verifiable since during the product review it was noted that the device operated within motor speed specifications. It is unknown what the customer is referring to by chopping. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device operated within motor speed specifications. It is unknown what the customer is referring to by chopping. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.